Event description:
This report is being filed after the subsequent review of the following literature article, jiang, r., lou, c., zeng, b. And mei, g. (2007). Minimally invasive plating for complex humeral shaft fractures. Arch orthop trauma surg, 127, 531-535. The authors evaluated the clinical and radiographic outcomes of treating complex humeral shaft fractures by using synthes device, locking compression plate (lcp) system with minimally invasive technique. From (B)(6) 2003 to (B)(6) 2004, 22 cases with acute complex humeral shaft fractures were treated. One patient died of other injures; therefore, 21 patients, seven women and 14 men with age 42.9 years (range, 18-75 years), were treated. Routine radiographs and clinical evaluation were performed; average follow-up was 28.7 months (range, 19-37 months). Results included: nonunion in two patients with secondary iliac crest auto grafting in order to achieve union; poor shoulder function (three). This is report 1 of 1 for (B)(4). This report is for an unknown locking compression plate system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking compression plate system/unknown quantity/unknown lot. Pertains to poor shoulder function. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.